Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found subsidence of the medial tray of the tibial implant and elevation of the lateral tray with marked knee varus. The tibial implant is loose. A small osseous fragment is present just medial to the medial tibial plateau/medial tray. The femoral implant fit and alignment are maintained. Bone quality appears mildly osteopenic. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#:20801100200;iassist knee 2-pod kit; lot#: mp048625. Item#:00590102000;headless trocar drill pin 3.2 mm diameter 75mm ;lot#: 64425718. Item#:20800000018;3.5mm hex head screw x38mm;lot#: unknown. Item#:00575001501;femoral component precoat size e left;lot#:64112609. Item#:00595203010;art surface; lot#: 64449176. Item#:42540200035;all-poly patella cemented 35 mm diameter;lot#: 64509535. Report source: foreign : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left initial knee arthroplasty approximately 21 months ago. Subsequently, was revised last month due to tibia failing into varus.